Event description:
After investigation it was learned that the ECG monitor was working appropriately but that the staff was unaware of the MFR's recommendation of getting another. Bp reading by another method for blood measures outside the measurement range.

Event description:
Add'l info rec'd from MFR 7/17/04: MFR's evaluation of the info and the hospital's report indicated that there was no failure of the product. The product labeling is adequate the describe the indications for use of any indirect pressure monitor when the pt is in shock and the error messages that this product would be presented to the user.